Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. There was no reported impact to the customer's blood glucose level. The customer successfully loaded a new cartridge to address the alarm and resumed insulin delivery.